Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had received inappropriate therapy when the right ventricular (rv) lead was sensing noise. No reprogramming was completed and the patient was transferred to another hospital for further care. No further patient complications have been reported as a result of this event.